Event description:
Procedure performed: laparoscopic promontofixation. Event description: [translation] the tip of the trocar broke when it was introduced into the abdomen. The surgeon recovered the debris. Trocar changed. Control of the abdomen to verify full recovery of broken pieces report to the pharmacy with delivery of the defective trocar (cleaned). Additional information received via email on 17may2021 from applied medical representative: name of procedure being performed - laparoscopic promontofixation patient status - no sequelae declared for the patient to date. Method of insertion - skin incision with a cold scalpel down to the aponeurosis, then, introduction of the trocar by rotation. Type of intervention: change of device. Patient status: no sequelae declared for the patient to date.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: [translation] the tip of the trocar broke when it was introduced into the abdomen. The surgeon recovered the debris. Trocar changed. Control of the abdomen to verify full recovery of broken pieces report to the pharmacy with delivery of the defective trocar (cleaned). Type of intervention: change of device. Patient status: no clinical consequences have been reported.